Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via insulin pump that there is a motor error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump act button did not respond due to flattened button dome switch. The insulin pump was unable to verify motor error alarm and battery out limit alarm due to unresponsive button. The motor passed motor test. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.